Event description:
Dialysis initiated in unusual manner without incident. No dialysis machine problems evident 45 minutes into dialysis. The machine began to smoke and smelt like it was burning. Bloodlines and dialyzer were removed from the machine and pt was moved to another location to resume dialysis. She completed dialysis without incident. Three other pts had treatment interrupted due to complaints of difficulty breathing due to smoke/fumes. One pt lost blood in dialyzer and this due to clotting of system when treatment was interrupted.